Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event and keeps powering off when turned on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b5, executive summary, of the initial medwatch report # 0003015876-2022-02664 indicates: this issue is patient related; however there was no adverse event reported. Section b5, executive summary, of the initial medwatch report # 0003015876-2022-02664 should indicate: there was no patient involvement reported with the event. Stryker received information from the customer stating there was no patient involved with the reported event.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event and keeps powering off when turned on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pin to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.